Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and the lot number has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that a trained physician attempted arteriotomy closure using a starclose vessel closure system during an interventional procedure. After firing the clip resistance was felt when pulling out the device, the clip was hanging from the device. Hemostasis was achieved using manual compression. No pt injury or adverse effect was reported. No additional information available.